Event description:
Patient with abdominal pain prior to treatment. Began having nausea followed by vomiting approx two hours into treatment. System checked for kinking of tubing none noted. Pnenergan 12.5mg ivp given with no relief. Emesis clear, no food particles noted. Pt discharged home with brother. Pt later admitted to hospital on 4/4/99. Where md diagnosed hemolysis based on lab values.